Event description:
On june 29, 2008, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was reverting to the setup mode. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient initially contacted and reported the alleged issue to lfs on four days before. The cca was unable to complete troubleshooting on that day due to the call having disconnected. The patient reported after replacing the battery in the subject meter, he was unable to test his blood glucose because the meter was displaying the time instead of the "apply sample" symbol. The patient denied taking any action regarding his diabetes treatment as a result of this issue. On the next day at 3pm, the patient claimed he became low and felt "woozy and a little shaky." It is unknown if the patient treated self for these symptoms. It would have been helpful to know the following information: the patient's testing frequency, his diabetes management regimen before after the issue started, and confirm if he treated self to relieve the symptoms he allegedly developed. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter. The cca walked the patient through confirming the meter settings. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.